Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "failure code 27". This condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 27 was confirmed by baxter personnel. The root cause of this condition was determined to be wetness inside the safety clamp assy which could have produced the alarm. Safety clamp assy was verified and sensor contacts were cleaned and dried to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: correction: no repairs were performed for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.